Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.